Manufacturer narrative:
Further information was requested but not received yet

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the right ventriculare lead exhibited oversensing noise that was causing intermittent pacing inhibition. Further information was requested however, was not provided.